Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 on the power pcb assembly having shorted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
Physio-control visited the customer for maintenance of their devices. One of their devices was found with a label "fail on an mi; device would not turn on". During device evaluation, physio observed that the device would not power on and had logged an event code into its memory. There was patient use associated with the reported event. No information on the patient outcome or patient details was provided.